Event description:
The hospital reported an error resulting in the inability to initiate mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu board was replaced to correct the reported issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).